Event description:
It was reported that the customer experienced an elevated blood glucose. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a correction bolus via pump. Suspected cause was due to the customer¿s pump time being off by less than 5 minutes. Customer updated their time and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.